Event description:
It was reported that an asymptomatic patient presented to clinic with their right ventricular leadless pacemaker exhibiting loss of capture. An x-ray revealed the device had dislodged into the pulmonary artery. Physician attempted a retrieval procedure but was unsuccessful. Steps to unpair and deactivate the device were completed but device reverted to the original unpaired settings. Another attempt at unpairing and deactivating the device was successful. Patient was stable.

Event description:
New information received noted device was retrieved on 5 jun 2025. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Reported event of dislodgement, capture and communication issue were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis performed, including thermal and mechanical stressing of the device, indicated that the pacer exhibited normal device characteristics. Pacing output was also measured and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.